Event description:
It was reported by a physician that there was concern with the bone cement and set times being extended when the ambient air temp is significantly colder than normal. Reportedly, the operating room temp was 73 degrees celsius. The set times often take 25-30 minutes, "depending on the ambient temperature'. The physician had concerns regarding the cement set times once implanted into a pt. No additional information was reported.

Manufacturer narrative:
Method - device not returned, follow up with company rep.